Event description:
Sheath hub on filter catheter broke, no harm to patient or staff. Manufacturer response for filter, intravascular, cardiovascular, option elite retrievable vena cava filter system (per site reporter). Recorded product, issued rga# (B)(4), sent shipping label trk# (B)(4).